Manufacturer narrative:
The device was investigated by a local service technician. A defective power supply board was found. Therefore, the reported problem could be confirmed. Based on the info from the support case the power supply board was exchanged. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigations process.

Event description:
It was reported that the error msg "offset" occurred; (B)(4).